Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that bd 3ml luer-lok¿ syringe had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: material no. 301073, batch no. Unknown. It was reported "there is an obscure lint-like object found in the sterile syringe." Complaint number: (B)(4). Created date: 07-01-2019. Event date: (B)(6) 2019. Manufacturing site: (B)(4). Product malfunction/failure mode: contamination. Product description summary: there is an obscure lint-like object found in the sterile syringe. Complaint quantity: 1. Sample available: no. Presource component # 301073~psprms. Mfg. Sku number: 301073. Component name: syr,3ml,l/l,w/o shield,nsst=309585lf. Investigated component lot number: unknown . Was there an injury: no. Was there a death: no.